Event description:
It was reported that the patient underwent a percutaneous spinal surgical procedure at t4-8. It was reported that the reducers would not match up with the extender towers and reducing of the rod into the screw head was not possible. The surgery was converted to an open procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # em13f017, #em13k001, #em13k014, #em12h026, #em12l006, #em12h027 and #em12h026. Visual review of returned instruments did not identify damage, deformation, crack or breakage. Functional evaluation of associated instruments able to be securely engaged onto sample extender, which was unable to be manually disengaged. Unable to replicate customer concern; after visual and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function. (B)(4).